Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that they had hyperglycemia. Blood glucose level was 200 to 500 mg/dl. Customer also reported that the insulin was leaking from infusion set. No further details given. Insulin pump will not be returned for analysis.